Event description:
It was reported that "the blood temperature measurement was unstable during use regardless of the patient conditions. The temperature shifted somewhere between 31 to 39 degrees c. There were no error messages observed and cco readings were shown on the monitor. The monitor and the cable were replaced, but the problem was not solved. There seemed to be no occlusion, kink, or leakage observed with the catheter". There were no patient complications reported. The sample of tracing was not available.

Manufacturer narrative:
One catheter with attached monoject 1.5cc limited volume syringe was returned for evaluation. An edwards contamination shield was seated to the catheter through 55cm to 100cm from the catheter tip. The contamination shield was removed from the catheter for evaluation. After removing the contamination shield an indentation was found 53cm proximal from tip, where the contamination shield valve is located. Customer report of temperature reading issue was confirmed. Catheter was connected to vigilance ii monitor and "check thermistor connection" error message was shown. Continuity testing revealed that the thermistor circuit had an intermittent condition. Continuity testing to the distal side of the thermistor circuit found an intermittent condition at the thermistor bead. No visible inconsistencies were observed on eeprom data. Resistance value of thermal filament circuit was within specification measuring at 39.52 ohms. Both thermistor and thermal filament connectors were opened and no visible inconsistencies were found. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for 5 minutes without leakage. No visible damage to the catheter body, balloon or returned syringe was observed. Visual examinations were performed under 10x magnification. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of temperature reading issue was confirmed during the evaluation. The defect was confirmed to be related to the manufacturing process. An investigation has been initiated to determine the root cause and implement any necessary corrective actions.